Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer had symptoms such as body ache and shaking. Customer treated with manual injection. Customer's blood glucose value was 468 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer also mentioned that she's been in and out of the hospital due to diabetic ketoacidosis. The customer reported that they were hospitalized due to high blood glucose on (B)(6) 2017 with an unknown blood glucose. Customer stated she woke up with diabetic ketoacidosis and extreme high blood glucose. The customer experienced symptoms such as shaking and sweating. The customer was treated in the ER and was discharged the same day. The customer was wearing the insulin pump during the hospitalization. A stuck button and insulin flow blocked alarm was found in the insulin pump alarm history and troubleshooting was performed and completed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The reservoir was not expected to return for analysis.